Manufacturer narrative:
The insulin pump had no audio tone due to a broken transducer wire on the interface board. The insulin pump had a noisy motor during the rewind. The problem was isolated to the motor. No error alarms were noted.

Event description:
The customer's mother called to report an error alarm on the insulin pump. The mother then stated that the insulin pump no longer has audio tones. Troubleshooting was performed and the insulin pump did not beep during the tone test. The mother also reported a blood glucose reading of 300 mg/dl, which the customer treated. Nothing further was reported.